Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and was not feeling well while at home. The patient then presented remotely to the clinic via merlin.net transmission. The transmission showed the pacemaker exhibiting intermittent. Loss of capture and inappropriate auto mode switch. The pacemaker lead measurements were stable. It was noted that the pacemaker output was not programmed high enough resulting in the intermittent loss of capture and the auto mode switch episode was caused by competitive atrial pacing. The patient was in isolation due to suspicion of developing covid-19 infection and did not present in clinic for a follow up.